Manufacturer narrative:
Correction/removal number: 3010291427-09/06/19-001-r. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hole was observed from a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag which subsequently leaked. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between september 23, 2017 - september 24, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which revealed a leak from the lower front of the bag and a print quality issue was observed in the same area; further described as a small hole was observed from a zoomed in area of the photo and it appeared as if there was an ink stamping defect. Due to the nature of the returned sample no functional testing was performed for this complaint. The reported condition was verified. The cause of the condition could not be determined based on the photograph. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.